Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported that approximately 5 years post vena cava filter deployment, three detached filter limbs were identified. During the filter retrieval procedure the filter was captured and retrieved without incident. A snare device was used to capture retrieve the detached limb embedded in the ivc wall. Guided fluoroscopy demonstrated two detached limbs located in the heart, one limb was located in the septum, and the second limb was located in the anterior wall of the heart. Open-heart surgery was performed later that day to remove the two detached filter limbs. The detached limb in the anterior wall was removed; however, the limb in the septum was positioned too deep and could not be retrieved. Repair to the ventricle was necessitated following the removal of the detached limb. The patient was reportedly hemodynamically stable at the conclusion of surgery.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 5 years post vena cava filter deployment, three detached filter limbs were identified. During the filter retrieval procedure the filter was captured and retrieved without incident. A snare device was used to capture retrieve the detached limb embedded in the ivc wall. Guided fluoroscopy demonstrated two detached limbs located in the heart, one limb was located in the septum, and the second limb was located in the anterior wall of the heart. Open-heart surgery was performed later that day to remove the two detached filter limbs. The detached limb in the anterior wall was removed; however, the limb in the septum was positioned too deep and could not be retrieved. Repair to the ventricle was necessitated following the removal of the detached limb. The patient was reportedly hemodynamically stable at the conclusion of surgery.